Manufacturer narrative:
Device is a combination product. (B)(4).device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a shaft break occurred. A 2.50 x 16 synergy¿ drug-eluting stent delivery system was selected for use. During advancing the synergy¿ through the guiding, the proximal shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The crimped stent was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at several locations along its length. In addition, the hypotube was broken at 234 mm from the hub. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a shaft break occurred. A 2.50 x 16 synergy drug-eluting stent delivery system was selected for use. During advancing the synergy through the guiding, the proximal shaft broke. The procedure was completed with another of the same device. No patient complications were reported and the patient's current condition is stable.